Event description:
It was reported that this right ventricular (rv) lead experienced connection issues. Due to this the patient experienced shortness of breath and a presyncopal episode. Suspicions of dislodgement were raised. The patient was taken for an x-ray and a second procedure was performed in order to resolve the event. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected from the following fields: b5: describe event or problem field h6: device codes h6: impact codes.

Event description:
It was reported that this patient with this right ventricular (rv) lead experienced shortness of breath and a presyncopal episode. Suspicions of dislodgement were raised. The patient was taken for an x-ray and a second procedure was performed in order to resolve the event. This lead remains in service. No further adverse patient effects were reported.